Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified. During internal inspection it was found that the conductor cable was not fully engaged to a connector on the pace/defib (pd) engine. The cable was reconnected to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.